Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during inflation of the 29mm sapien 3 case by tf approach in aortic position, there was difficulty inflating the balloon. However, it was able to be inflated. It is possible there was too much tension on the system. The patient had tortuous vessels. Valve alignment went well. There was no impact on the patient and patient is doing well.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During full inflation, rotation of the inflation balloon was noted. A kink was also present on the flex shaft. The device was able to be de-aired successfully. The delivery system was then inflated and deflated three times; inflation / deflation cycle times were well within the allowable specification. All device measurements met specification. No IFU/training deficiencies were identified. A review of the manufacturing records did not reveal any non-conformances. There were no similar complaints found during lot history review. A review of complaint history for the edwards commander delivery system (models 9610tf and 9600lds, all sizes) from december 2015 to november 2016 revealed three similar complaints of balloon twisting. Of the complaints identified, one device exhibited a degree of twisting that impacted functionality. There were no patient injuries in any of the complaints. During manufacturing, the inflation balloon was inspected visually (heavy scratches, gel-spots, and fish eyes) and dimensionally for defects. Also, the balloon wall thickness was 100% inspected. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal inner diameter (ID), proximal ID and wall thickness. It is also 100% visually inspected for general appearance / gross defects and under magnification for foreign matter, impurities, contamination, fish eyes, and gel spots. The manufacturing lot also underwent product verification (pv) testing under a sampling plan. During pv testing, visual inspection is conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. Additionally, balloon inflation / deflation time and inflation pressure is evaluated. For the related work order, the total inflation / deflation time had a calculated upper specification limit of 10 seconds, which is well below the maximum of 20 seconds. The inflation pressure had an acceptable calculated upper tolerance limit, as it is below the maximum. Twisting of the crimp balloon is being investigated in a CAPA, which will include study of the degree of material twisting that impacts functionality. Minor degrees of twisting have demonstrated there is no impact to inflation/deflation times, as seen in this case. Upon review of the complete information, this event is no longer considered reportable and a corrected supplemental is being submitted

Manufacturer narrative:
Investigation is ongoing.

Event description:
As seen on the pre-deco evaluation, the crimp balloon was twisted and the flex shaft had a twist .

Manufacturer narrative:
Additional information in describe event or problem and codes added to event problem codes. Investigation is ongoing.

Event description:
As seen on the pre-deco evaluation, the crimp balloon was twisted and the flex shaft had a twist .